Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. The actual date of event is unknown. The date received by manufacturer was entered into the date of event field.

Event description:
Syringe shows glue/liquid inside, between plunger and plunger and top of syringe. New syringe taken from same batch, not showing same defect. The defect was detected before the syringe was used. No consequence. Conservation measures and actions taken: dm available for expert appraisal. Syringe uu ster 3 pieces 50ml luer-lock ref : 300865 lot : 2312014 dlu: 2028-11-30 number of units concerned : 1 please reuse the chu de caen's internal material safety number (n°4387) in future exchanges and send us an acknowledgement of receipt of the report. The medical device is available for expertise. To recover the medical device, please send your secure box or stamped envelope to the bureau des internes en pharmacie, pharmacie centrale du chu de caen normandie, bâtiment logistique - pharmacie - administration, avenue de la côte de nacre 14000 caen, to the attention of the medical device interns.

Manufacturer narrative:
Pr (B)(4) follow up MDR for device evaluation: one sample was provided to our quality team for investigation. Through visual inspection, silicone can be observed within the syringe. Lubricant is employed during the syringe assembly process to help facilitate movement of the plunger and stopper. The silicone employed in this product is a medical grade silicone authorized for product use. Silicone content tests are performed during the manufacturing process of each lot number. Results were reviewed for lot 2312014 and were found to be within specification. The sample underwent these same tests and was found to be above specified limits. A device history review was performed for reported lot 2312014, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Six retained samples were used for additional evaluation. All product was inspected, no evidence of silicone was observed within the syringes and silicone content testing confirmed the product met required specifications. It is possible that a stop in the manufacturing line caused the syringe to remain under the dispenser, dripping extra silicone into the one syringe. Given the device records do not indicate any issues, this cannot be confirmed and a definitive root cause cannot be established at this time. Due to the viscosity of the lubricant, it is possible to see evidence of it when moving the stopper from being fully seated at the top of the syringe. A project has been initiated to further review our silicone process. Complaints received for this device and reported condition will be monitored by our quality team for signs of emerging trends.

Event description:
No additional information.